Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 40mg/dl. It was also mentioned that the customer had seizures. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with glucose intravenously. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional tests. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to complete the prime test due to faulty force sensor relay. No further troubleshooting could be performed due to faulty force sensor relay. The insulin pump had minor scratched display window and cracked reservoir tube lip.